Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.(calculated from the date when the device was manufactured) . No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that multiple no external power and low voltage alarms have been observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative contained one no external power alarm while attached to the mobile power unit (mpu) which could be caused by the mpu ac power cord is coming loose. The others were associated while attached to battery and were caused by low voltage hazards. This looks to be an issue with the battery clips. There were no other unusual events seen within the log file. On (B)(6) 2018, it was reported that the mpu ac power cord and battery clips were exchanged. It¿s uncertain if the mpu ac power cord was disconnecting from the mpu. No additional information was provided.